Manufacturer narrative:
Titan pump, cylinders 1 and 2, detached exhaust tubing 1, detached exhaust tubing 2, detached exhaust tubing 3, detached exhaust tubing 4, detached inlet tubing, and detached connector /inlet tubing were received for evaluation. Abrasion was noted on the longer exhaust tube and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on exhaust tube of cylinder 2. No functional abnormalities were noted with either cylinder 1 or cylinder 2. No functional abnormalities were noted with the detached exhaust tubing. No functional abnormalities were noted with the detached exhaust tubing. No functional abnormalities were noted with the detached exhaust tubing. No functional abnormalities were noted with the detached exhaust tubing. No functional abnormalities were noted with the detached inlet tubing. Abrasion was noted on the detached connector /inlet tubing. No functional abnormalities were noted with the detached connector /inlet tubing. The information received indicated the device had a malfunction, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to an unspecified reason. The reservoir was retained and reused. No other adverse patient effects were reported.